Event description:
It was reported that the surgeon inserted an aq5010v silicone three-piece lens, but the back haptic tore off. The lens was removed with no patiet inury no enlarged incision or sutures

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.